Manufacturer narrative:
The reported events were dislodgement, failure to capture, and muscle stimulation. The report event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with diaphragm stimulation. The patient had been experiencing discomfort and palpitations. Upon interrogation, it was noted that the left ventricular (lv) lead had failed to capture. The fluoroscopy revealed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient remained in stable condition.